Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a crack on scope connector, water tightness was lost. In addition to evaluation in the event description, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Scope connector had a crack. Adhesive around objective lens was peeled. Adhesives around objective lens had white-clouded area. Suction cylinder was shaved. Protector of universal cord on scope connector side had a scratch. Objective lens had a chip. Adhesives around light guide lens had white-clouded area. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis lucera elite colonovideoscope had air leak from connector. There was no report of patient harm associated with this device. During incoming inspection, it was determined foreign matter adhered to bending section cover adhesive. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. It is unknown when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The insertion section was wiped. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the a-rubber (distal sheath) glue was unable to be further specified. Moreover, no deformation of the a-rubber glue was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope as below: "[inspection of the endoscope]. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.". Olympus will continue to monitor field performance for this device.